Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the plastic on the functional part at the front of the fenestrated bipolar forceps instrument was defective. Additional information is not available. There was no report of patient involvement.